Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-apr-2024, it was reported that on 20-mar-2024, the patient experienced occlusions from the past couple of weeks. The patient stated that it might be occurred at the site (placed on upper back, and flanks) due to patient overusing certain areas to insert the infusion set (ifs). Patient had used the upper back and flank area of body and didnot used in the front of her stomach because played alot of volleyball and afraid it might got in the way. Patient was not anchoring her tubing. No further information available.